Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that a time after the catheter was placed in the intensive care unit, a leak around the catheter body was found. Since the catheter was going to be removed when the leak was found, it was removed but not replaced. There was no reported delay, death or complications to the pt.